Event description:
Patient reported there is a black, thin line across the whole display of the blood glucose monitoring device. Patient stated the measurement results are not affected. Patient reported the monitor did not get dropped. Preliminary evaluation showed that misinterpretation of results is possible. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged blood glucose monitoring device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report. Device evaluation in progress.

Manufacturer narrative:
Iu received one meter sn (B)(4) with three (aaa) alkaline batteries and black rom key code # 112 iu tested the returned meter and batteries using retention strip lot # 491076 exp. 12/2013, returned black rom key, and retention advantage controls lot # 12710 exp. 9/2013. Iu is able to use advantage control to simulate a blood value in the meter. Results: values = 345 mg/dl iu confirmed the meter for display defect; multiple solid vertical lines appear on the left of the meter screen. Iu observed that the location of the multiple lines on the display does distort the digits during the simulation test, therefore misinterpretation is possible. Iu observed upon pressing and holding the power button, the meter displays a sequence of solid color test screens in the order of red, blue, green, and white with the solid line appearing in the left of the screen. Upon powering the meter on, without holding power button, the solid line appears on all screens during performance testing. Failure analysis indicated that the meters lcd was defective due to a crack in the fpc (flex pc board) causing the display failure. Additional finding: iu observed that the meter has markings on the corners of the meters housing surrounding the ir window. The stretch lines do not affect the functionality or performance of the meter. This issue is caused by the material of the meter being stretched as a result of the meter manufacturing processes. The customer's allegation of defective display was observed during the investigation of the returned product. This case is set to verified based on the iu's investigation and the failure analysis result of the customers allegation.